Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump complete failure. Customer stated escape button was not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.